Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-02838. Additional information indicates that the leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead wided spaced 30cm, model: 3163, UDI: (B)(4), serial: n/a, batch: 3371462. Common device name: scs quattrode lead wided spaced 30cm, model: 3163, UDI: (B)(4), serial: n/a, batch: 3094682.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention may be pending to address the issue. It is unknown which lead is liable.